Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082213513a, implanted: 2013-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that lead motion was detected despite having clip closed. The lead moved slightly during disassembly of the nexframe system, "his reference was a mark on the lead." After disassembly, it was noted the lead could be moved quite easily with finger tips even with the clip in the closed position. The surgeon was able to move the lead back to his original mark and place the outer cap without incident. No actions, diagnostic testing, or troubleshooting were required as a result of the event. The issue was resolved but the cause of the issue was not determined. Patient status at the time of the report was noted as alive with no injury.

Manufacturer narrative:
(B)(4).